Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer needed a replacement insulin pump because their insulin pump was not working correctly. Customer stated that the area where the battery goers in is split and he was changing the battery because of a low battery issue. Customer stated that he saw the crack and had to go to the hospital for high blood glucose readings. Customer stated that when a battery was placed in the pump, it will say the battery is worn out in the same day. Customer had to replace the battery twice a week. Customer was hospitalized on (B)(6) 2016 and treated. Customer was then released late in the evening. Customer was advised to discontinues use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.